Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was alerting despite all detections and alerts having been manually programmed off, and despite the device having already passed end-of-life. During troubleshooting, it was noted that a "charge circuit inactive" warning had been triggered for the device, which is a type of non-programmable alert. The device remains in use. No patient complications have been reported as a result of this event.